Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for bowel dysfunction / sacral nerve stim and gastrointestinal / pelvic floor. It was reported that the patient had an accident this morning where the patient loss of control of his bowls and would like to change his programming. The following day the patient reported a loss of therapy as he had another accident this morning. With assistance, the patient increased stimulation to 2.35 but remained on program 2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the sudden loss of control and therapy was due to the change in programming. There were no symptoms or further complications reported or anticipated.

Event description:
In a follow-up letter the patient stated that in early 2015, he had been diagnosed with prostate cancer and the resulting chemotherapy had led to him not being able to control his bowel movements. The patient stated that when he spoke to his healthcare provider (hcp), he was recommended to a manufacturer representative for a trial stimulation period and after "a week's testing," the patient was implanted with the implantable neurostimulator (ins). In a phone call to the manufacturer call center on (B)(4) 2016, the patient asked if there could have been interaction between a bone density test and his ins? The patient stated he had the device off and has now turned it back one, by is not sure if this was the reason why the device has not been helping the last two weeks or when the device may have gotten turned off. The patient stated that when he was first implanted ((B)(6) 2016) the therapy was working very well and he just had occasional accidents. However now the patient is experiencing more accidents and has had to "reset numbers" as a result. The patient reported that yesterday he had an embarrassing accident with friends and the patient is wondering what he should do about it. The patient was advised to follow-up with his healthcare provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that patient wanted to know if him having an occasional accident or having stim at 3.70 volts was a concern. Patient said, occasionally he has loss of control of bowel if he doesn't get to the bathroom fast enough. Patient said he took a nap this morning and when he woke up he couldn't get to the bathroom in time. The action taken was reported that patient started on 2.30 volts and he was at 3.60 volts and today increased to 3.70 volts. Patient said he use to have bowel accidents every day. Now he said he only has them occasionally. Patient said he would consider that he was getting 20% or greater relief of therapy. The patient indicators for use are for bowel dysfunction/sacral nerve stim/ gastrointestinal/ pelvic floor. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and it was reported patient could not remember what happened. No further complications were reported.